Manufacturer narrative:
Based on the suppliers results of investigation, the device history record review did not indicate any exception that could lead to the reported incident.  No changes to the product specifications have been made per the supplier.  The supplier has tested retained electrodes and determined that they are safe for use for MRI scans.  A general consideration when working with MRI scans is that any conductive material, which will be inside the scan and in contact or close to the patient during scan, should not form conductive loops. This means that for example, the electrode wires should not be placed forming a loop. If the wires are forming a loop, the strong magnetic field of the scanner will generate an electric current in the wires that will heat the electrodes and consequently burn the patient¿s skin.  As a sample was not available for the investigation, the root cause for the reported issue could not be determined.  At this time no additional action will be taken.

Manufacturer narrative:
The complaint was received and forwarded to the manufacturing facility for investigation. A follow up report will be filed when the investigation is completed.

Event description:
A patient reportedly sustained a burn from the monitoring electrodes when his MRI was done. The patient had just come from the ed to the nursing unit. There was no serious injury, but some of the staff are reporting that they thought the electrodes didn't have metal so were okay to leave them on.